Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-00392. It was reported that the patient underwent surgical intervention on (B)(6) "2019" wherein the patient had their leads explanted and replaced due to lead migration. Therapy was restored postoperatively.